Event description:
The customer reported the ventilator went vent inop while in use on a pt, and alarmed. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician confirmed the reported problem due to a flow sensor failure. The service technician replaced the exhalation flow sensor. Performance verification testing was performed on the ventilator, and all tests passed per operating specifications.